Event description:
Initial (21-mar-2024): this serious case reported via telephone refers to a female consumer whose age, medical history, allergies, and concomitant medications were not reported. On an unreported date, the consumer used the dentek professional fit dental guard for teeth grinding for about 4 to 5 days and began to have tooth pain. The consumer followed up with her dentist and received x-rays, where the dentist confirmed the tooth had been cracked and needed to be extracted. The company has received medical documentation. The outcome of this case is not recovered/ not resolved. Meddra version 26.1. Tooth fracture: unexpected. According to the company reference safety information.